Manufacturer narrative:
Product analysis as found condition: the axium prime implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton and within a plastic pouch. The pusher and unknown micro catheter used in the event were not returned for analysis. Visual inspection/damage location details: the axium prime implant coil was found damaged (figure c) and broken with the polypropylene filament broken (figure d). The pusher was not returned for analysis. Testing/analysis: the axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned axium prime coil was confirmed to have ¿coil kink/damaged¿. In addition, the implant was found broken. The customer did not report finding any damage during preparation per IFU; therefore, it is likely the damages occurred due to advancing against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. Customer reported a new coil device was used to complete the procedure. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the concerto coil was kinked and got stuck within the microcatheter. A new coil was used to finish the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.